Manufacturer narrative:
The patient was reported to be a neonate. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link microbore catheter extension set leaked during infusion. The reporter stated that the set was replaced, which led to the loss of the peripheral IV site. A new site was able to be established. There was no report of patient injury or medical intervention associated with this event. No additional information is available.